Event description:
Reporter indicated high lead impedance readings were observed for a vns patient. X-rays were reported to be negative, but were not forwarded to the manufacturer for review. The patient had no known trauma, but the reporter stated falls are a possibility. Surgery to replace the vns is planned, but has not occurred to date. The reporter was advised to disable the vns. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012 due to 'not working'.attempts for return of the explanted devices are in progress.

Event description:
Reporter indicated the vns was not disabled, but the reporter was aware of the manufacturer's recommendation to do so.vns revision surgery is still planned but has not occurred to date.

Event description:
Manufacturer follow-up with the explanting hospital revealed the vns generator and lead were discarded after the surgery.